Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002, (B)(6) 2007 and (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection, leakage, urgency, and urinary retention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06584. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient experienced extrusion, infection, recurrence, urinary and bowel problems and organ perforation post implantation. On (B)(6) 2002, the patient underwent a surgical procedure to treat incontinence. On (B)(6) 2003, the patient underwent posterior colporrhaphy and perineorrhaphy to treat symptomatic rectocele. On (B)(6) 2007, the patient underwent anterior colporrhaphy, cystotomy repair, posterior rectal enterocele repair. On (B)(6) 2009, the patient also underwent lysis of adhesions, left so, to treat pelvic pain, cystocele, enterocele. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00744. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.